Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer received medical assistance at home for a low blood glucose of 13 mg/dl. The patient was sleeping and began to convulse. When ems arrived to the scene they treated the customer with a glucose IV, carbohydrates, and juice. The customer was not wearing the insulin pump at the time of incident; he had been off of the device for less than 48 hours. The insulin pump was not returned for analysis.